Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Event description:
It was reported that during an endoscopic thyroidectomy procedure, there was air leakage. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.